Event description:
New decapolar catheter opened and used, but after attempting to get into the cs (coronary sinus) and failing, the physician pulled the catheter and discovered that it had sheared into two pieces. A second catheter was opened and substituted for defective device. The patient was not harmed.